Manufacturer narrative:
Name - medtronic minimed street - 18000 devonshire street city - northridge state - ca zip code - 91325. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545. E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
It was reported that the patient experienced infusion set leakage event on (B)(6) 2026. The leakage was from the needle.